Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he recently had a blood glucose level of 360 mg/dl, which he treated, but then still rose to 400 mg/dl. The customer stated that he had been experiencing high blood glucose levels for about two weeks leading up to the call. Blood glucose level at the time of the call was 76 mg/dl. During troubleshooting, the customer reported that the insulin pump had recurring unexpected restart alarms as well as an additional error alarm. The customer stated that the unexpected restart alarm took place after battery changes. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.